Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronics acquisition of the company in september 2020.

Event description:
Customer reported via phone call that they have been experiencing high blood glucose frequently. Customer states they take the recommended dose by the dose calculator but blood glucose remains high. Customer changes needle and primes each time. No harm requiring medical intervention was reported. The device is not expected to return for analysis.